Event description:
Dexcom g7 patch applied and could feel shock off and on during the application time. Sensor lost connection to phone bluetooth fairly often when it was close by. Wednesday (B)(6) 2023, it was disconnected again for a long time. I turned bt(bluetooth) off and back on my android phone and my arm and the g7 was shocking in the pulses of bluetooth energy like it was responding to my phone. Overnight, and for the first time ever, my g7 app reported it had problem and would be reset/reinstalled. All of my sensor data was erased, like the app was covering up for the issue. I removed the device which was dead around 7am on (B)(6) 2023 and it would not reconnect. I think the shock and voltage confirmed some sort of electrical short that I could feel shocking me during the time as this was the only painful g7 I have had. I called dexcom around 11:30am that same day to report, they are sending me a replacement for that sensor but did not seem concerned at all about the shock. I was surprised and repeated that info. I also told them I was surprised the app erased all of that data and reset. Was recommended to me to report this to the FDA (food and drug administration). All other g7 had very little bleeding and this one shows it bled quite a bit considering the size of needle and location. Reference report: mw5145118.